Manufacturer narrative:
(B)(4). The exact occurence date is unknown. The customer reported condition was confirmed during on-site evaluation. The force sensing resistors were found to be defective and were replaced to resolve the reported condition.

Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown at which process step this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available.